Event description:
It was reported that the patient developed new onset atrial fibrillation (afib) with heart rates 100-110 bpm. Their mean arterial pressure (map) remained stable. They were started on amiodarone and were considered for cardioversion. It was communicated on (B)(6) 2021 that the patient received direct current cardioversion (dccv) on (B)(6) 2021 and has remained in the normal sinus rhythm (nsr) since. The patient was discharged home (B)(6) 2021 and the event resolved without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be established through this evaluation. It was reported that the patient experienced new onset atrial fibrillation. They were asymptomatic and remained on anti-arrhythmic medication. The patient received direct current cardioversion (dccv) on (B)(6) 2021 and returned to normal sinus rhythm (nsr). The patient was discharged home (B)(6) 2021, and the event resolved without sequelae. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information provided. The manufacturer is closing the file on this event.